Manufacturer narrative:
At this time, no additional information is available and this investigation is considered complete. If further information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged the day after implant; it was noted to be pacing the right ventricle. A lead revision procedure was performed and this ra lead was successfully repositioned. No additional adverse events were noted.